Event description:
Knee got worse instead of better, very worse [arthritis aggravated]. Case narrative: initial information received on 28-aug-2019 regarding an unsolicited valid serious case received from a patient from (B)(6). This case involves a (B)(6) years old female patient who received treatment with hylan g-f 20, sodium hyaluronate [synvisc one] and on the same day had knee got worse instead of better, very worse. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate, 1 df, once in right knee (lot - unknown) for arthritis. On the same day, the knee got worse instead of better, very worse. Also reported that the patient had to work with a cane now. The event was assessed as serious with disability as seriousness criteria. Patient was still experiencing this at the time of this report. Final diagnosis was knee got worse instead of better, very worse. Action taken: not applicable. Corrective treatment: had to work with cane now for knee got worse instead of better, very worse. The patient outcome is reported as not recovered / not resolved. A product technical complaint was initiated on (B)(6) 2019 for synvisc one (lot number unknown) with global ptc number 60116. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 03-sep-2019. Additional information was received on 03-sep-2019. Ptc results received and processed. Global ptc number added.